Manufacturer narrative:
(B)(4). (B)(6). Post market vigilance (pmv) led an evaluation of two devices. Visual and functional testing of the returned product confirmed the product, as received, met specifications. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. (B)(6).

Event description:
According to the reporter, during colectomy the staple formation after firing was improper which lead to opening of the staple end in the bowel. The device fired the full linear range of the reload. But it had cut the tissue and didn't seal it. The staple lines opened up spontaneously within 5 minutes. The entire staple line defect was over sewn with 3-0 prolene sutures in two layers to prevent leakage from stomach and peritonitis. A new stapler was fired by transecting additional tissue, but it misfired again and hence hand sewn closure was done. There was unanticipated tissue loss as a result of this problem. There was tissue damage as a result of this problem, the stomach tissue had to be sacrificed unnecessarily. There was no blood loss of 500cc or more due to the product problem. Surgical time was extended by more than 30 minutes due to the product problem. No adverse event was reported as a result of any delay in surgery.